Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted uneventfully with no leaks. The 45-day transesophageal echo (tee) performed on (B)(6) 2017 showed no device leak or thrombus. Eliquis was discontinued at that time and plavix was started. Approximately 3.5 years post-implant on (B)(6) 2021, the patient presented to the hospital after a motor vehicle accident in atrial fibrillation with rapid ventricular response. The patient was admitted on (B)(6) 2021 with stroke. No additional information is known at this time.